Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 434mg/dl. Troubleshooting found that the max bolus amount had been reached and assisted customer in changing their bolus level. Customer declined high blood glucose troubleshooting and indicated they forgot to bolus for breakfast.